Manufacturer narrative:
(B)(4). B4: date of this report - correction. B5: event or problem description - correction. D4: additional device information - model, catalog, and unique identifier (UDI) numbers - correction. E1: reporter name and address - first/given name, last name, email address, address - line 1, city, post office or zip code, and telephone number - correction. E2: health professional? - correction. E3: occupation - correction. G2: report source: health professional - correction. H2: correction. H6: adverse event problem - correction. H10: corrected data.

Event description:
Subsequent to the initial MDR, a correction is required: it was reported that there was no alert. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. Confirmation of the allegation could not be determined. Data was provided for investigation but does not reflect the alleged device. The probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that missed alerts occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.